Event description:
This ra lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead had a spike greater than 3000 ohms. At implant impedance was around 400 ohms to 500 ohms. The spike that showed greater than 3000 ohms was in june this year. Latest check showed impedances 400 ohms to 600 ohms. There were some inappropriate mode switches that looked like minute ventilation oversensing as well. No known physician and facility given. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).